Manufacturer narrative:
(B)(4). Upon return to boston scientific, the device will undergo laboratory testing to determine root cause.

Manufacturer narrative:
(B)(4).

Event description:
The device was received at boston scientific's return products department.

Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services (ts). According to the local representative, the patient had been presented back to the clinic for a normal scheduled follow-up in (B)(6) 2014. The device was interrogated and an alert#1003 (voltage too low for projected remaining capacity) was displayed. Ts discussed the issue and recommended device replacement. The patient has been scheduled for a device replacement procedure. Subsequently, boston scientific received information that this patient was presented back to the electrophysiology (ep) laboratory and the device was explanted without incident.

Manufacturer narrative:
(B)(4). Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of the device memory confirmed a low voltage alert (code 1003) had been recorded. External visual inspection of the device noted no anomalies. Initial automated testing verified basic sensing, pacing and shocking functions of the device. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with compromised low voltage (bypass) capacitors connected to the device¿s battery. Low voltage capacitors are used in the device¿s high-voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device¿s battery faster than normal. On (B)(4) 2013, boston scientific distributed a letter to physicians concerning this issue. This letter informed physicians that, in a subset of devices, the performance of a low voltage capacitor may be compromised over time, causing increased current drain that can lead to premature battery depletion. This device is a part of the identified population.

Event description:
--